Event description:
Allegedly revised due to pain and suspected aval.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00035, 00037.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.